Event description:
Customer reported a pt sample, drawn in '08 and 4 days later, containing anti-e and cw did not react with vss158. Pt was transfused 8 units of packed cells during that time period. Another sample was drawn at approximately 9 days later, and an antibody screen was performed with a different lot of screening cells. A 2+ reaction was observed. The reference lab identified an anti-e and anti-cw. Sample drawn in the second time was retested with the other lot of screening cells (vss164) and 2+ reactivity was observed. Sample from the original date had been discarded. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.